Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.